Event description:
Additional information indicated the lens was not removed and replaced. On postop day one, the haptic was reinserted into the anterior chamber. The lens remains implanted.

Event description:
A surgeon reports that the intraocular lens (iol) was found to be dislocated one day following iol implantation surgery. One of the lens haptics was noted to be located in the anterior chamber. The lens was successfully removed and replaced.